Event description:
Speech language pathologist noted decrease in performance and audiologist measured decreased detection level. The user reportedly had excellent benefit with the device after implantation and has not reported any change in hearing herself. The user was reimplanted on (B)(6) 2021.